Manufacturer narrative:
The insulin pump received with cracked/bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding glass. Device received without belt clip unable to confirm damage. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was cracked and they were unable to read the display. The customer reported that the insulin pump was dropped. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump had discoloration on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.